Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no visible signs of damage. During analysis, the customer's concern regarding "under infusing" was not confirmed. The accuracy test showed the pump to be within +/-3% nominal range and well within the +/-6% allowable range. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that under infusion was noted on a smiths medical cadd solis vip pump. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.